Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed no delivery and the screen went blank. Customer inserted a new battery, the device turned on and got a no delivery alarm. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit and the insulin pump alarmed no delivery. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit but there is greater than normal resistance with the plunger push. Blood glucose value was 130 mg/dl. Nothing further reported.